Event description:
Caller reported a cgm error, specifically error 42, which was connected to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, guided the caller through the reset process, and confirmed the error did not reappear after the reset. The caller expressed interest in renewal, and technical support initiated the renewal process, requesting insurance card pictures and verifying necessary information. The caller successfully started their sensor session following the resolution provided.